Event description:
Allegedly the patient was revised due to femoral fracture (left). Received additional information on (B)(4) 2014: allegedly the patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2014-01206.